Event description:
It was reported that the lead had high capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Caller tested 5.5 inr on the coaguchek s system while a comparison lab returned as 3.18 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).